Manufacturer narrative:
(Date of death): the date of death is unclear. Will be provided in the supplemental report. Date of event is estimated. Approximate age of device: unknown. Will be provided in the supplemental report when date of event is confirmed. The pump will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient expired of multi organ dysfunction. The patient had thrombosis, stroke and sepsis which was of unknown origin. The patient was treated with a heparin infusion in response to an elevated lactate dehydrogenase (ldh) on an unspecified date. No further information was provided.

Manufacturer narrative:
Death date was estimated. (Approximate age of device - 1 year, 3 months): corrected information (serial number, expiration date). Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Device thrombosis, hemolysis, sepsis, and stroke are listed the instructions for use as potential as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use also provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient expired in (B)(6) 2015.